Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. Case: (B)(4): d medes: mey03: failed hardware main drw 4.2. Case: (B)(4): multiple drawers require maintenance. Case: (B)(4): drawer failure mey03. Case: (B)(4): pyxis medstation es - drawer 3.2 pocket b2 failed. Failed drawer. Required technical support. Case: (B)(4): med stn es mey03 device not detected on bus drawer 3.1 pkt d1, d3, and d5 not shown on virtual drawer map and unable to recover. Restarted pyxis twice without success. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was jammed. A field service engineer was dispatched to the site, but found no failures on the station as the issue was possibly resolved by the pharmacy prior to arrival. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system main drawer was jammed and user was unable to pull medications. There were no adverse events or injuries reported based on this incident.